Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer checked touchscreen diagnostics and found the touch was off by 1/2 inch throughout the screen. The customer calibrated the touchscreen twice and the issue was resolved.

Event description:
It was reported that the unit's touchscreen was partially unresponsive. There was no patient involvement. Event date not specified, estimate used.